Event description:
It was reported that the suture spit/frayed during a graft anastomosis surgery. There was no adverse consequence to the pt. Additionally, there was no surgical delay or extended hospital stay as a result of this event.